Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a balloon was used for the first of ablations. Upon removing the balloon catheter, the electrode stripped off of the balloon and kept on only by the lateral strip that powers the electrode. The product was set aside and a second balloon catheter was used to complete the procedure. There was no patient injury or user injury. The last known patient status is that the patient is fine. No other known adverse events were reported.